Manufacturer narrative:
(B) (4). The product was returned and investigated and the complaint was not confirmed, all results were within range for the device and no new issues were observed.

Event description:
A customer reported that they obtained high readings on their precision optium meter. The customer reported that they obtained readings of 340 mg/dl compared to 130 mg/dl with a laboratory meter within a 10 minutes timescale. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.